Event description:
The manufacturer received information alleging a trilogy evo device had a red screen and a ventilator inoperative alarm. There was no harm or injury reported. The device was not in patient use. The device will be returned for evaluation. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.